Manufacturer narrative:
Patient and device details unavailable at the time of this report, (B)(4) .

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported), resulting in fixture loss.